Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt's diabetes educator called lfs and alleged that the pt's meter was prompting an error 4 message. The pt was unable to test on her meter so he went to a clinic. They tried to assist the pt with the meter. No treatment was reported. The issue was unresolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. The meter is being replaced for the pt.